Event description:
After 24 hours of dwell time an area six inches above the insertion site developed swelling, a knot like pallaple node, and erythema. Pt diagnosed with possible thrombophlebitis. At discharge from facility, treatment of coumadin given for oral anticoagulation therapy, to prevent complicatons of thrombophlebitis. Site healed without further complications.